Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Insulin pump was also received with missing end cap sticker. No moisture damage found inside the pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a button error alarm right after insulin pump was exposed to moisture from sweat. Customer's blood glucose was 190 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.